Manufacturer narrative:
Analysis of the returned device identified the device was underweight, a break on the anterior side, and missing portion of the shell (0-25%). A visual and microscopic analysis were performed which identified a striated opening, stress marks, and fold crease. Base on the device analysis the final assessment is a striated opening due to surgical damage consistent with the use of a surgical tool, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade IV, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted.